Manufacturer narrative:
Investigation included technical review and user guidance. Investigation of this case revealed transient communication loss between the cgm and the ilet with successful reconnection and normal function thereafter. It was concluded that the event was due to intermittent signal loss, and the device operated as expected after reconnection without evidence of device malfunction.

Event description:
It was reported that a user with a dexcom g7 experienced continuous glucose monitor signal loss to the ilet while the dexcom mobile application continued to receive data, after which the cgm connection to the ilet was restored following user education and troubleshooting. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization.